Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the device won't discharge into the test load during daily check. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis was performed on the therapy pca and no malfunction was verified. A malfunction of the therapy pca at the time of the reported event cannot be ruled out.

Manufacturer narrative:
.